Event description:
It was reported that the patient became minimally responsive after an unknown event on (B)(6) 2013. The managing physician did not believe that the minimal responsiveness was related to the pump. The patient also experienced seizures and an altered mental status. The pump was programmed to minimum rate, with the patient received 0.0381mg/day. The patient was in the intensive care unit (ICU). A CT was done. The device system was used to deliver morphine 5mg/ml at 1.3981mg/day. It was later reported that the patient had an MRI on (B)(6) 2013 at 9:44am. At that time, a motor stall occurred. The next day, a manufacturer representative was called to restart the pump back to its prior dose of 1.3981mg/day. Upon interrogating the pump at approximately 5:30pm, it was discovered that the motor stall had not recovered. The pump was interrogated every 10 minutes. At 6:20pm, a recovery occurred. At that time, the patient was doing well. It was later reported that a patient death occurred on (B)(6) 2013. She went into arrest. The patient had seizures and some report sources believed it was from medication withdrawal. An autopsy was to be performed. It was later reported that the patient was also on percocet, but rarely used it. The patient had no history of head pain or seizures. The cause of death was unknown. The patient was admitted to the hospital for head pain and mental status deterioration. Just when the patient was getting better, she died. There was no indication that the death was device-related.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6); product type catheter product ID 8731 lot# serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).